Event description:
It was reported that the patient had the spectra penile prosthesis removed due to a failed device. A new inflatable penile prosthesis consisting of one 18 cm x 9.5 mm and one 14 cm x 9.5 mm cylinders, pump, and reservoir were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the device was removed due to pain, infection, and erosion. An infection was found one week after the surgery, and the doctor extracted the right side cylinder.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. Both cylinders had holes in the outer tube due to sharp instrument damage consistent with explant damage. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient had the spectra penile prosthesis removed due to a failed device. A new inflatable penile prosthesis consisting of one 18 cm x 9.5 mm and one 14 cm x 9.5 mm cylinders, pump, and reservoir were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the device was removed due to pain, infection, and erosion. An infection was found one week after the surgery, and the doctor extracted the right side cylinder.